Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be released. The lp was not implanted. The patient was in stable condition.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.